Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial# (B)(6): product type recharger h3: analysis of the recharger, model 97755-s, s/n (B)(6), found complaint unverified - found no issues with finding or charging. Visual observation - no anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) called and confirmed pt had a fall in the past and was complaining about error messages including rm06 on the controller. Rep. Was just calling to confirm that the message rm06 would not indicate an issue with leads. Rep. Said pt was scheduled today for ins replacement and rep. Said they wanted to get more information on error message. Rep. Said pt had looked at the recharging diaries for the pt and noticed a few recharging sessions where the ins incremented in percentage, but the charging session was 0 minutes. Rep. Said pt had recharger and controller replacement in the past. Rep. Said pt had a lot of trouble charging implantable neurostimulator (ins). Technical services (tss) reviewed recent cases with rep. And indicated to them that nothing from cmf cases seemed to indicate a lead issue.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: 28-dec-2022 ; product ID: 977a260, serial/lot #: (B)(6), ubd: 28-dec-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 28-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger paddle got really hot and was starting to burn patient's back. Patient noticed it maybe about 6 months ago. It did not happen 100% of the time but it did happen quite a bit. It was very difficult to charge the implant. Patient met with medtronic representative(rep) today and told them about the issue. Rep told patient to call and get it replaced. A request was sent to repair to replace the recharger. Patient mentioned they were sent a new controller not long ago. Pt also mentioned a previously documented event-see (B)(4). Pt said they had issues with their back. Asked for event date, pt answered they were implanted in (B)(6) 2022. Pt said they had a fall probably over a year or so ago and one of the leads, pt thinks lead 15, tore loose. The rep was working on reprogramming so that pt does not need to go back in. Rep set it up differently today at hcp's office to see how it goes.